Event description:
Follow up information reported that the cause of the high impedances was unknown and no troubleshooting was performed. It was noted that the implantable neurostimulator was still currently implanted and was not scheduled for replacement. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4) implanted: (B)(6) 2013, product type: extension. Product ID 37085-95. Serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387-40, lot# j0237085v, implanted: (B)(6) 2003, product type: lead. Product ID 3389s-40, lot# va02hc7, (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that impedances greater than 4000 ohms were measured on all contacts of the patient¿s right side implant. The reporter stated that she was unsure of the therapy benefit as these measurements were taken in the operating room.